Manufacturer narrative:
6/4/97-supplemental report #1 submitted to FDA. In the second sentence in b5 which begins, reportedly, the word "not" was inadvertently left out in the manufacturers initial report dated 5/22/97. The following corrected sentence was entered in b5. "Reportedly, the staples did not form properly at the distal end."

Event description:
During a colectomy procedure, the staples did form properly at the distal end. When the instrument was removed, the tissue had been cut and bleeding occurred. The surgeon applied another device to resect the malformed staples. The pt's status is satisfactory.